Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2020-32422. It was reported both of the patient's leads had migrated. The issue was confirmed via x-rays. It was noted that the patient had a fall and their therapy had changed after that. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.

Event description:
Additional information received indicates that effective therapy was established post-operatively.